Manufacturer narrative:
The received device had the cannula assembly deployed. During investigation, an internal leak was observed in the fluid path due to a tear in the soft cannula. This leak resulted in fluid diverting from the intended fluid path. It was determined that this damage impacted insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 390 mg/dl. The pod was worn between 37 and 48 hours on the leg. Hyperglycemia treated with a new pod.